Event description:
The customer complains about membrane broken during the first use. Blood flow rate: 200ml/min. Tmp: 80mmhg. Machine. The patient suffered no harm. No serious injury, no blood-loss. No medical intervention was necessary.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. The destruction of the hollow fibres was caused by particles in the dialysis fluid.